Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation of deflation from the physician has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported leaking saline implants and "not ready to lose figure"; manufacturer of the device is unknown. Additional report from healthcare professional of "rippling". This report captures the left side. The device remains implanted.